Event description:
Crd_(B)(4) vista nova, patient site ID: (B)(6). It was reported that on (B)(6) 2026, an unknown navitor valve was chosen for implant. After deployment of the valve, patient experienced atrioventricular complete heart block. A permanent pacemaker was implanted on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.